Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the gold probe was positioned within the duodenum to treat a peptic ulcer. However, when the physician attempted to engage the gold probe, the gold probe would not heat and cauterize the tissue. The gold probe was used with an erbe generator. A second erbe generator was connected to the same gold probe device. However, again, the gold probe would not heat or cauterize the tissue; the gold probe device was not used with an adaptor cord. The account reported no visible damage to the device. A second gold probe device was used to complete the procedure successfully with the first erbe generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age was unknown, but was noted to be approximately (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).